Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/10/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information received reported the patient is a male with date of birth (B)(6). Also, the implant date was (B)(6) 2017 and the explant date was (B)(6) 2017. The doctor's name was dr tom osgood. There was no vitrectomy and no capsule tear, but an incision enlargement was performed. The replacement lens was the same model, but different diopter of 23.0. Reportedly, the patient is doing good post-operatively. No additional information was provided. Age/date of birth: (B)(6). Gender/sex: male. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017 initial reporter name: dr. (B)(6). Health professional: yes. Occupation: physician. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 23.5 diopter intraocular lens (iol) explanted from the patient's operative eye due to residual myopia. Also, it was was reported that the doctor uses ocular response analyzer (ora) and sometimes the patients do not like what the ora predicted. No additional information was provided.